Manufacturer narrative:
(B)(4).

Event description:
It was reported that, in an ent procedure, the t2 of a fast-fix 360 deploy prematurely after deploy of t1. The procedure was completed with a smith and nephew back up device. There was a delay of less that or equal to 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that, in an ent procedure, the t2 of a fast-fix 360 deploy prematurely after deploy of t1, the anchor was removed from the patient. The procedure was completed with a smith and nephew back up device. There was a delay of less that or equal to 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
B4: event decription updated. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found: read these instructions completely prior to use. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A visual inspection revealed the device was bent near the distal end of the needle shaft, pinching the needle overmold assembly. A functional evaluation revealed the depth gauge was unable to move freely without a lot of pressure to move across bent needle shaft. The deployment knob moves freely until reaching push assembly to deploy the anchors then cannot be depressed any farther. The push assembly is stuck due to the bent needle shaft. The device will not function as intended. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed. Factors, which could have contributed to the complaint event, include inappropriate use of the device or excessive force on needle shaft. Internal complaint reference: (B)(4).